Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was high threshold and undersensing on the lead. The lead was positioned in multiple locations with same measurement. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.